Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion, one opening extended on the anterior and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. One crease sharp opening due to fold flaw opening.

Event description:
Healthcare professional additionally reported "creases." Device has been explanted.